Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this lead was an attempted implant due to pacing impedance measurements greater than 3000 ohms and no capture during device testing. Normal impedance, threshold and sensing measurements were noted when the lead was tested with the pacing system analyzer (psa). A second device was tested with the same results. Therefore, lead repositioning was attempted; however, the helix could not be retracted. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.